Event description:
The pt injected self with the usual dose of insulin into the thigh. The pt claims to have been using a 8mm unifine pentip attached to a pen delivery system. Upon removing the device from the thigh the pt claims to have noticed the needle was missing from the pentip. Upon inspection the pt could see the needle protruding from the leg and then attempted to remove it. This attempt was unsuccessful. The pt then attended the casualty dept at the local hosp. At casualty x-rays were taken of the pts leg, a local anaesthetic was administered and the needle was then removed. Stitches were then required to close the wound.